Event description:
It was reported that the patient presented to the emergency room because they were not feeling well. It was noted from trend data that the lead had a high pacing threshold from the time of initial implant. It was suspected that the lead was not fixed at the appropriate position. The lead was explanted and replaced. Because it was possible to remove the lead very easily, the cause of the event was concluded to be incomplete fixation of the lead tip. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.